Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that no capture was noted on this lead. It was capped and replaced by a new lead. Should additional information be received, this file will be updated.